Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with a right ventricular lead that was not capturing. Programming changes were made to accommodate this. No new lead would be placed. The patient was stable, did not have complications, and would continue to be monitored.